Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer's blood glucose at the time of incident was found to be 52 mg/dl. Customer's blood glucose at the time of call was 290 mg/dl. The customer was using the insulin pump within 48 hours of the reported low blood glucose event. The customer was using auto mode at the time of incident. Troubleshooting for low blood glucose was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged under delivery anomaly and high blood glucoses found on 11/29/2021. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed normal bolus deliveries of: 1.70u on 11/29/2021 at 00:11:14, 2.30u on 11/29/2021 at 00:12:12, 1.70u on 11/29/2021 at 01:17:22, 5.20u on 11/29/2021 at 09:30:24, 2.70u on 11/29/2021 at 13:38:20, 1.20u on 11/29/2021 at 15:33:16, 0.50u on 11/29/2021 at 15:33:50, 3.80u on 11/29/2021 at 18:52:46, 0.60u on 11/29/2021 at 20:37:32. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked case above arrow and battery icon and cracked keypad overlay. In summary, customer allegation for under delivery was not confirmed. Unable to confirm high blood glucoses. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.